Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2300ml and the total drain volume was 4533ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed homechoice return instrument test / evaluation (rite) electrical and rite functional test. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv identified in the device log. The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain; one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance spoke with the peritoneal dialysis nurse and provided the results of the device evaluation along with the assignable cause. The nurse reported the patient was using new machine and did not report any patient injury or medical intervention associated with this event.

Event description:
The facility reported a colleague infusion pump with failure code 808:02. According to the facility, this event occurring upon device power-up in the facility's medical/surgery care area. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery twice on the same day and that actual event date was 13 sep 2010. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.